Event description:
This spontaneous case was reported by a physician and describes the occurrence of back pain ("lower back pain") in a (B)(6) year-old female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required) and myalgia ("muscle pain"). The patient was treated with surgery (hysterectomy scheduled). At the time of the report, the back pain and myalgia outcome was unknown. The reporter provided no causality assessment for back pain and myalgia with essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. A hysterectomy was scheduled. This event is regarded as anticipated according to the reference safety information for essure. In this case, the exact temporal relationship between essure insertion and the occurrence of this event was not reported. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious event was reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
The patient's past medical history included caesarean section, appendectomy and hypothyroidism. On (B)(6) 2012, the patient started essure. The patient was treated with hysterectomy on (B)(6) 2017. Essure was removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-mar-2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. On (B)(6) 2017: questionnaire - essure device removal. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and experienced lower back pain. A hysterectomy was scheduled. This event is regarded as anticipated according to the reference safety information for essure. In this case, the exact temporal relationship between essure insertion and the occurrence of this event was not reported. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious event was reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No further information is expected.